Event description:
It was reported that during arthroscopic shoulder fixation procedure on 03/28/06, prong tip of inserter fractured. Procedure was delayed while fragment was removed using camera. No furhter details were provided.